Event description:
It was reported that a pericardial effusion, perforation, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The wds reached the end of the laa, and a perforation resulted on the wall of the laa. The patient experienced a resulting pericardial effusion, which escalated to a cardiac tamponade. A pericardiocentesis was performed to drain the pericardial effusion. The chest of the patient was opened, and a ligation procedure was performed to close the laa. The patient was considered stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a 27mm watchman delivery system (wds) with the implant in the sheath and blood in the device. Analysis of the device included microscopic and visual inspection. Inspection of the hub, sheath, tip, core wire and implant found numerous kinks in the sheath. There was tip damage as there were abrasions on the distal end of the sheath, and the tri-cuts were flared and torn. There was tissue on the implant and the anchors were severely damaged. The tip damage and anchor damage are consistent with deploying the implant, and fully recapturing past the anchors in the anatomy. The core wire was kinked 1.5cm proximal of the tip of the core wire. Product analysis could not confirm the reported events of cardiac perforation, cardiac tamponade, and pericardial effusion as clinical circumstances could not be replicated.

Event description:
It was reported that a pericardial effusion, perforation, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The wds reached the end of the laa, and a perforation resulted on the wall of the laa. The patient experienced a resulting pericardial effusion, which escalated to a cardiac tamponade. A pericardiocentesis was performed to drain the pericardial effusion. The chest of the patient was opened, and a ligation procedure was performed to close the laa. The patient was considered stable. It was further reported that the pericardial effusion was identified after deployment of the closure device. The closure device was then recaptured, and surgical ligation was performed to close the laa. The patient was stable and discharged home following this event on an unknown date.